Manufacturer narrative:
Cartridge weld. The analysis results showed that the device a was received with the nose open due to insufficient weld and with a misaligned staple present; the staple was manually removed and the device was tested for functionality and it fired the remaining staples as intended and with a proper box shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results showed that device b was returned with the nose open and non-functional due to an insufficient cartridge nose weld. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us in addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap hernia procedure, the staples were not advancing. Another instrument was used to complete the procedure with no patient consequence.